Manufacturer narrative:
On 01/29/2015 follow up: customer called back to report that she had received multiple power source alerts after attempting to charge the pump with multiple power sources and cables. In addition, the pump was left unplugged at 75 percent charge the previous night, but the next morning the pump was at full battery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery life was at 45 percent prior to charging. Then after plugging in the charging cable, the charge instantly dropped to 15 percent. The pump would not charge, despite attempting multiple cables and outlets. The next day, the pump displayed 100 percent battery life, even though pump was not being charged over night. There was no impact to the customer's blood glucose level.